Event description:
The pt experienced coupling and/or communication issues. The implantable neurostimulator (ins) was flipped. A revision was performed and the ins was turned and placed the correct way. The pt was doing well and was happy with her ins system after the revision. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).